Event description:
Philips received a complaint from customer biomed, reporting a primary alarm failed message occurred on the v60 ventilator. The device was not in clinical use. There was no report of harm. The device was removed from service; there was no patient impact. A philips remote service engineer (rse) evaluated the issue with the biomed engineer (bme) and noted the reported issue was confirmed in the device event log. The rse advised replacement of both speakers to ensure resolution. The rse provided the part details for customer part order. The customer bme reported the issue was determined to be due to a disconnected speaker. The customer resolved the issue. No further details were provided. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.